Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. The reporter alleged that battery life was shorter than expected. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 08/25/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/03/2015 with the following findings: a review of the pump history and black box data revealed evidence of short battery life. The battery compartment was observed to be cracked at the threads and in the area below the grip pad. Also, the threads of the battery compartment were found to be damaged. Evidence of moisture ingress was found on the inside of the battery compartment. The pump displayed an intermittent power condition, with the use of the returned and test battery caps, due to the battery compartment damage. The battery life indicator displayed less than full battery life when a fully charged battery was installed. Evaluation revealed that the pump drew electric current at levels within the specifications. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and no further evidence of internal damage or defect was found. User error caused or contributed to the occurrence of moisture ingress, as the instructions for use instruct the user to refrain from exposing a damaged pump to moisture. Unrelated to the reported issue, the display screen visual was observed to be dim and discolored due to an unidentified display failure.